Event description:
A complaint of the patient having problems locating and charging her implant was reported. The original implant was located in the patient's back however, the doctor moved the ipg to the abdomen. After the revision the patient reported her difficulty charging began. Additionally, the patient reported that the pocket is big that the ipg can be flipped. The patient has been re-educated on proper charging techniques.